Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact had been experiencing difficulty charging the pump with the usb cable. Reportedly, the cable was not fully functional and the customer had to keep the cable at a certain angle for it to charge the pump. There was no impact to customer's blood glucose level.